Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 477 mg/dl. The customer was treated for the high blood glucose with eight units of insulin but they are not sure if the insulin was properly delivered due to a possible bent cannula. The customer was not hospitalized. The customer was sent replacement reservoirs.